Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus and cursor control issue. The stylus did not align with the cursor on the screen. The connection between the overlay and the printed circuit board was reseated. Analysis also noted that the upper case was cracked and damaged. The upper case was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to control the cursor on the screen. The user attempted to use a different stylus without success. The programmer was returned for service. There was no patient involvement.